Event description:
A patient reported experiencing pain in their lower left leg following implant of evoke spinal cord stimulation (scs) trial system. The patient was prescribed medication which resolved the reported symptom.